Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. However, unit received with corroded battery tube. Unit was monitored and no blank display anomalies were noted. Unit passed selftest, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit passed dat test at 0.08695 inches. Unit received with minor scratches on case, cracked reservoir tube lip, minor scratches on reservoir tube window and minor scratches on lcd window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 blood glucose of 700 mg/dl. Customer stated that pump was quit working he needed to order a new one. He was in the hospital a few days ago and his blood glucose were running 500-600-700 in there, they got it down with their insulin but when he tried to correct with his pump, his blood glucose did not go down at all. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.